Manufacturer narrative:
This supplemental report is being submitted to additional information. Omsc could not determine the exact cause of this phenomenon. However, based upon the information from olympus germany repair center, this phenomenon may have occurred due to a physical damage from external shock.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the internal metal part was exposed from the bending section of subject device during an incoming inspection at olympus (B)(4) repair service center. In the incoming inspection, olympus (B)(4) repair service center found that the subject device failed the leakage test, the up angle wire was damaged and the inside of the control section was corroded. Other detailed information such as when the event occurred was not provided from the user facility. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the device. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.